Manufacturer narrative:
Batch review performed on 26 november 2020: lot 165784: (B)(4) items manufactured and released on 17-nov-2016. Expiration date: 2021-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 years and 7 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.